Event description:
The customer reported that the left monitor was not working. No pt injury was reported.

Manufacturer narrative:
The manufacturer's service rep performed an onsite investigation. The interconnect cable was replaced. The system operates as intended.